Manufacturer narrative:
(B)(4)

Event description:
Procedure: gastrectomy. According to the reporter; the staples didn't form properly. After inspection of the cartridge, the anvils were not bowed or bent in any way and the blue cartridges worked successfully. Mucosal tissue was present and tissue was opened and unstapled in some areas. There was significant bleeding and the entire staple was oversewed. Delay in surgery was reported as 35 minutes.